Event description:
Customer reports that in three incidences within a week, a codman disposable perforator did not disengage. The drill became stuck in the skulls in two of the cases. The event which is the subject of this report occurred in 2002. Refer to mfg medwatch report numbers 1226348-2002-0114 and 1226348-2002-0116 for the other two events.